Event description:
Additional information was received indicating the device was explanted and replaced. The patient was in stable condition.

Event description:
It was reported that during a follow up in clinic, the device was unable to be interrogated and the device was noted as pacing at magnet rate resulting in arrhythmia. Abbott technical support was contacted; however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.